Event description:
Related manufacturer reference number: 1627487-2022-00259. It was reported that both of the patient's leads migrated after the patient was involved in a car accident. The issue was confirmed via x-rays. Surgical intervention took place wherein the existing leads were repositioned and secured on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.